Manufacturer narrative:
(B)(4). Method: lens work order search. Results: - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: - based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's pre-existing condition. #(B)(4).

Event description:
The reported stated the surgeon implanted an aa4203tl silicone single piece lens with toric optic. Lens was implanted on (B)(6) 2013 and explanted on (B)(6) 2014 due to refractive surprise. Lens was exchanged for a non-staar lens. Stated this incident was not product related, the corneal scarring, a pre-existing condition was the cause of the adverse event. Patient current signs/symptoms - stability 20/60.